Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although no sample was returned in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that during rfa for liver cancer, indicator of needle temperature was unstable during use so it could not be confirmed to burn degree. It was ablated 6 min extra in case and the procedure was completed. The sample was discarded by the customer. No patient harm. Patient age; not provided. Patient weight; not provided. Patient gender; not provided.